Event description:
It was reported that there are concerns this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) for fast atrial fibrillation (af). The atp accelerated the patient's rhythm into ventricular fibrillation (vf). The vf was undersensed, which ended the episode. The patient required cardiopulmonary resuscitation (CPR) and external shock to treat the rhythm. The health care professional (hcp) noticed crosstalk oversensing of atrial signals on the ventricular channel. The hcp reprogrammed the device to resolve the oversensing issue. Technical services (ts) is to review the reports and x-ray imaging. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in use and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that there are concerns this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) for fast atrial fibrillation (af). The atp accelerated the patient's rhythm into ventricular fibrillation (vf). The vf was undersensed, which ended the episode. The patient required cardiopulmonary resuscitation (CPR) and external shock to treat the rhythm. The health care professional (hcp) noticed crosstalk oversensing of atrial signals on the ventricular channel. The hcp reprogrammed the device to resolve the oversensing issue. Technical services (ts) is to review the reports and x-ray imaging. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates ts reviewed the reports and provided insight on what occurred in the episode. Ts also noted low amplitudes and high capture thresholds on the rv lead channel. Ts also noted that a rv lead coil could potentially be in the ra after reviewing the x-ray imaging, which caused the crosstalk oversensing. Ts suggested reprogramming options and troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there are concerns this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) for fast atrial fibrillation (af). The atp accelerated the patient's rhythm into ventricular fibrillation (vf). The vf was undersensed, which ended the episode. The patient required cardiopulmonary resuscitation (CPR) and external shock to treat the rhythm. The health care professional (hcp) noticed crosstalk oversensing of atrial signals on the ventricular channel. The hcp reprogrammed the device to resolve the oversensing issue. Technical services (ts) is to review the reports and x-ray imaging. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates ts reviewed the reports and provided insight on what occurred in the episode. Ts also noted low amplitudes and high capture thresholds on the rv lead channel. Ts also noted that a rv lead coil could potentially be in the ra after reviewing the x-ray imaging, which caused the crosstalk oversensing. Ts suggested reprogramming options and troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.